Event description:
In 2009, coated stent placed by a dr in hospital. Plavix given in recovery room, 5 75mg tablets plus prescription for 1 75mg tablet each day for at least one year. Four days later, pt complained of severe headache, 911 was called at 4:00 am. Pt was disoriented, 102 degree temperature, vomiting and extreme weakness in legs. I believe I should have been warned that the 3 blood thinners taken - 1 in am, 1 at 12 and 1 at dinner could cause a severe bleeding problem. Dates of use: plavix - 2009. Diagnosis or reason for use: insertion of stent. Event abated after use stopped or dose reduced: no.